Event description:
The patient lost stimulation sensation and could not adjust the stimulation. It was discovered that the device was off. The device turned off by itself twice in three weeks. The patient visited her physician for reprogramming. There was no injury.